Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
The manufacturer became aware of a literature from (B)(6). The title of this report is ¿arthrodesis of the thumb metacarpophalangeal joint with plate fixation¿ which was published in december 2012 and is associated with the stryker variax hand plating system. Within that publication, post-operative complications/ adverse events were reported. It was not possible to ascertain specific device information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 2 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses broken k-wire. The study states that ¿another patient had a broken k-wire related to a basal joint arthroplasty that did not require removal''.